Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 28 x 4.00 stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured by snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a hypotube break located 27.2cm distal from distal end of strain relief as well as multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 17feb2021. It was reported that crossing difficulties were encountered. Vascular access was obtained via radial artery. The 26x4.25mm, concentric target lesion was located in a mildly calcified left main coronary artery. A 28 x 4.00 promus premier drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No known patient complications were reported. However, returned device analysis revealed hypotube detached.